Event description:
The trocar was opened on to the sterile field. The scrub tech noticed that one of the pieces had broken off. The pieces were all gathered and placed back in the original packaging. A second trocar was used without incident. It is unknown if the second trocar was the same or different lot number.